Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction a broken tube with leakage could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the olympus flushing pump had a broken tube and waterlogged. The issue was identified after an unspecified diagnostic procedure that was completed using the same device. There were no reports of patient harm.